Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(4) 2015. The device and lead system were explanted due to infection. A model#4137 lead was implanted into the right ventricle (rv) to be used for temporary bradycardia pacing. The patient's medical history was significant for complete heart block. The rv lead was connected to an external pacemaker box which was position at the side of the patient's neck. The patient was again presented back to the ep laboratory on (B)(6) 2015. A replacement device and lead system were successfully implanted with no further adverse events reported. The temporary rv pacemaker lead was explanted. The explanted system was retained by the hospital for cultures.